Event description:
It was reported that the right ventricular lead possibly perforated the septal which contributed to patient pain. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced. The patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal.